Event description:
It was reported via repair work order that the cot will not raise fully due to broken leg bearings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the cot will not raise fully due to broken leg bearings. Upon completion of the investigation it was found that the customer alleged issue of the cot not raising fully due to broken leg bearings could not be duplicated. The field service representative reported that he tested the cot both in powered and manual modes, and could not duplicate the issue. The cot did not have broken leg bearings and the product met specifications at the time of evaluation. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was found that the customer alleged issue of the cot not raising fully due to broken leg bearings could not be duplicated. The field service representative reported that he tested the cot both in powered and manual modes, and could not duplicate the issue. The cot did not have broken leg bearings and the product met specifications at the time of evaluation.